Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that a leakage was observed on the sample line due to the luer lock connector. Then customer replaced it and the set was connected to the patient. No further leakage was observed and the cardiopulmonary bypass procedure was completed successfully. No harm to any person was reported. Since a leakage was reported, and there is a potential that leakage might not be detected during priming and could cause to blood leakage, and as the replacement of the line is required, the complaint is reportable. Complaint #1527343